Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer states the consumer ran into something and cracked the joystick. He also states the bearings are broken and not spinning and the washers are in all the casters are rusted. No further information was provided by the dealer.